Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed on (B)(6) 2016. One month later after the implantation the practitioner has found that the implant failed to integrate. The practitioner reported that the patient had initially a poor dental hygiene. (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Implant fails to osteointegrate.